Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02412 and 3007042319-2015-02413) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the power source changes to the other one earlier than expected. The battery was replaced. The customer also reported the controller; however, it is not clear if the controller was exchanged. There were no effects on the patient. The battery and controller will be returned to the manufacturer but has not been received. No further information is available at this time. Investigation is in process. This is report 2 of 2.

Manufacturer narrative:
For controller ((B)(4)) review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to the batteries reaching the 25% rsoc threshold. Additionally, alarm files recorded five critical battery alarms logged between (B)(6) 2015. The controller has an older firmware that does not record battery serial ids. Therefore, it's not possible to verify the observed critical battery alarms or identify which batteries were involved in the premature power switching events. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. There are no apparent contributing clinical factors to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02412 and 3007042319-2015-02413) submitted for devices related to the same event.